Event description:
Alleged deflation.

Manufacturer narrative:
Unable to confirm deflation. Not explanted. No information available.

Manufacturer narrative:
Physician statement: patient stated right side deflation. Dr. Confirmed deflation.

Event description:
Alleged deflation.